Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was black and had colored stripes that made it difficult to see and interact with the pump touch screen. Customer's blood glucose was 200 mg/dl. Reportedly, customer did not have a form of backup therapy and tandem technical support referred the customer to their health care provider.